Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The mother of patient reported patient had been treated for diabetic ketoacidosis (dka) on (B)(6) 2026 at home. Medical attention was sought via phone with the nurse triage and their endocrinologist. The patient's blood glucose levels noted as ¿high¿ while wearing the pod for an unknown duration of time. Symptoms reported include numbness, vomiting, high ketones, and fatigue. The patients mother reports a dka diagnosis. The patient was treated by their mother who administered correction injections every 2 hours until ketones were normal. The pod was removed at home.